Event description:
Pt in for chemotherapy: could not obtain a blood return from mediport catheter. A cavogram was ordered. Results indicated that aspiration of blood was difficult-needle was repositioned obtaining a good backflow. Repeat angiogram showed patency but slow flow. Pt required infusion of urokinase to be infused.